Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's issue has resolved. It was also reported the patient's lab results came back negative for infection.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had been bedridden due to unrelated health issues. In turn, the patient developed a decubitus ulcer at the ipg site. As a result, the patient's scs system was explanted. A debridement was performed during surgical intervention and the patient will be monitored by the surgeon in the meantime.